Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight: weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #29 was removed due to an allergic reaction and bone loss.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331, 4110, 4109, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 67. H10: narrative/data was updated. One (1) 3i t3 non-platform switched parallel walled implant 3.25 x 13mm (boss313) was returned for investigation). Visual evaluation of the as returned product identified signs of use, there was bone debris on implant. No damage identified or signs of malfunction that would contribute to the event. Measurements match the drawing. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing negative trend or non-conformance/CAPA/hhe/d/ie/product hold against the reported device that did or could cause or contribute the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number (2019051196). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019051196) for similar events and no other complaint was identified. The device could not be functionally tested for the reported events (allergic reaction and bone loss). Therefore, the reported events couldn't be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is patient specific issue (i.e., allergies, reactions). No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.